Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noise. Isometrics was performed and they were able to re-produce the noise in all three vectors. An x-ray was performed, and the device was found to have migrated more anterior since implant. Technical services (ts) was consulted to review device data. Ts reviewed data and confirmed there was myopotential oversensing. The device was noted to be programmed to primary vector with 2x gain. Additionally, there was observations of low r waves. Subsequently, a revision procedure was performed, and the device was placed back into the intermuscular pocket in a more posterior position. At this time, the device remains in service. No additional adverse patient effects were reported.